Event description:
It was reported that the ultra fast fix during a meniscal repair procedure under the knee arthroscopy, after t1 was implanted, t2 fell off. Finally both t were removed from the articular cavity and a backup device was used to complete the surgery. Delay: 10min. No patient injury was reported.

Manufacturer narrative:
After device evaluation the investigator defined that root cause of current complaint is undetermined. Device blue split cannula was returned but not on the needle. The depth limiter was returned trimmed. The complaint listed ¿t2 fell off¿. T1, t2 and suture were not returned. The manual advancement lever was in the fully advanced position. This device requires manual advancement and deliberate stripping off of each anchor. There would be no anchor falling off unless the delivery needle was twisted or bent. This device shows neither. A functional test indicates that the actuator manually advanced as intended.